Event description:
Customer's mother called to report that her son's insulin pump screen has a fog and condensation on it. Customer's mother took son to see his endocrinologist and was advised to call to report the condensation under the screen. Mother stated that her son went into a lake wearing the insulin pump. Advised that the insulin pump will need to be replaced, to discontinue use of it and revert to a back-up plan her doctor instructions.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.